Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pateint with this right ventricular (rv) defibrillation lead had micro-dislodged. A revision procedure was performed and this lead was repositioned successfully. There were no complications. No adverse patient effects were reported.